Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states reports the enteral feeding pump's lcd is darkening. Issue found during testing. No patient was involved. Upon follow up on 2018-02-08 the customer clarified that the lcd was darkening on the left side, with dark lines running across it causing the lcd to not be legible.

Manufacturer narrative:
Samples were not received for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the defect and root cause analysis. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for qa tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.